Event description:
The respiratory therapist was in room performing a spontaneous breathing trial via the ventilator and the ventilator alarmed x2 then blacked out. Total ventilator failure. Patient immediately bagged and placed on another ventilator. Vent #3 was the ventilator that failed. Manufacturer response for ventilator, 850 (per site reporter): MFR recommended to replace gui cable and perform operational testing.